Manufacturer narrative:
The actual lot number was not known, but possible lots are sr17h19046, sr17h19037 and sr17h17104. A search of batch record for lot number sr17h19037 and sr17h17104 was performed. Both lot number are invalid. The sample was received for evaluation. A batch review was conducted for sr17h19046, and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed the male luer of the injection site was broken and the broken piece remained bonded with the female luer lock. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood leakage between the injection site and the tubing of an interlink set. There was no patient injury or medical intervention associated with this event. No additional information is available.